Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they felt "burning" and "soreness" near the device implant site. The device is still in use. There were no further patient complications reported as a result of this event.